Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 16mm stent delivery system catheter was returned for analysis. The stent was deployed successfully and remains within the patient. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a shaft break at 21cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and moderately calcified ostial left anterior descending artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. The stent was deployed and inflated at 16 atmospheres with no issues. However, upon deflation of the balloon delivery system, the distal shaft of the stent at roughly 10 inches from the blue/white hub broke. Both the broken piece near the hub and the stent delivery system were manually pulled and were able to be easily removed from patient's body. The procedure was completed. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and moderately calcified ostial left anterior descending artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. The stent was deployed and inflated at 16 atmospheres with no issues. However, upon deflation of the balloon delivery system, the distal shaft of the stent at roughly 10 inches from the blue/white hub broke. Both the broken piece near the hub and the stent delivery system were manually pulled and were able to be easily removed from patient's body. The procedure was completed. There were no patient complications reported.